Manufacturer narrative:
The cycler was replaced in the complaint for the reported symptoms. Due to a serial number discrepancy, the returned cycler was refurbished without failure analysis investigation and is no longer available for failure analysis investigation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within spec.

Manufacturer narrative:
Medical record review: the patient was neither hospitalized nor required intervention other than replacing the cycler. The medical records did not provide sufficient date to correlate the reported event to the use of fresenius products.

Event description:
A peritoneal dialysis (pd) patient reported she had three drain bags set up during treatment to get cultured (normal effluent testing that was scheduled). All three drain bags contained blood tinged color after use. Additionally, the patient noted after they turned off the machine, the supply bag also had a blood tinged color. The patient saw their obgyn who indicated it was not menstruations. The patient had been on the cycler six years and this was the first time the patient had blood tinged color in any of her bags. The patient received another cycler and the issue resolved. The culture was negative for peritonitis. The patient denied any recent surgery or catheter revision and was not on heparin. Follow-up with the patient's nurse indicated the patient was not injured and did not experience and untoward complications.

Manufacturer narrative:
Ergocalciferol 50,000 unit capsule, ferrous sulfate 325 mg 1 tablet 3 times per day, hydralazine 100 mg tablet 3 times per day, imuran 50 mg tablet 1 tablet by mouth once a day, liquacel 1 ounce by mouth once a day, lisinpril 20 mg tablet by mouth twice a day, metoprolol tartate 50 mg 1 tablet by mouth twice a day, phenergan 12.5 mg tablet by mouth as directed, phoslo (calcium acetate 667 mg capsule 3 capsule by mouth three times a day, renal factor vitamin 1 tablet by mouth once a day, renvela 800 mg tablet by mouth 3 times a day with meals, rybix odt 50 mg tablet 1 tablet by mouth every 12 hours as needed for pain, synthroid 0.1 administer 1 mg by mouth once a day, vitamin 1,000 unit capsule take 2 capsule by mouth once a day. A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.